Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the guardian would no longer vibrate. The customer's blood glucose was unknown at the time of incident. The customer stated that they already changed the battery and performed self-test where the guardian did not vibrated during vibrate test. The customer was advised to insert a new battery again and repeat self-test. The customer stated that the guardian did not vibrate during vibrate test. The customer was advised that the guardian will have to be replaced. The guardian will not be returned for analysis.